Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with chronic and severe low back pain. His pre-op diagnosis was symptomatic degenerative disk disease, l4-5, l5-s1. He underwent following operations: 1. Left l5-s1 minimally invasive transforaminal lumbar interbody fusion using structural peek interbody implants as well as local autologous bone and bmp. 2. Segmental pedicle screw insertion, legacy multiaxial titanium, l4-s1. 3. Posterolateral arthrodesis, l4-s1. Per op notes, "..dissection was accomplished and then the l4-5 facet identified, the facet resected, and the disk progressively resected. It was then sized for a 12- mm-high interbody implant/ cage. A bmp sponge with allograft bone was then seated into place anteriorly. Then the cage was filled with bmp sponge and seated into place, as well. Pedicle screws were placed in the following: 6.5 x 45 bilaterally at l4, l5, and s1. Facet and posterior fusion was then performed at l5-s1 on the right side and a facet fusion at l4-5 on the left side. "

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was admitted to the hospital, where the patient's surgeon performed a transforaminal spine fusion surgery on the lumbar region of his spine from vertebrae l4 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe pain and discomfort in his lower back and lower extremities. A (B)(6) 2006 emg test showed radiculopathy at the level of implant. The patient continues to experience severe and unrelenting pain in his lumbar spine. He suffers from severe intractable bilateral lower extremity pain and numbness, as well. The patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.